Event description:
It was reported the programmer boots up to a blank white screen and won't go any further. It was recommended that the programmer service disk be run. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.